Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the first follow up appointment, it was noted that the device was still initializing as there was no trend data or diagnostics. It was found that implant detect did not automatically complete due to no atrial lead being implanted. Implant detect was manually completed and the device remains in use.